Event description:
N/a

Manufacturer narrative:
Trackwise (B)(4) corrected section: h6 problem code from "3189" to "1310" no lot # was reported and no specific event site was reported, so therefor no ship history was conducted. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
Received incrowd survey 27399-evh pms- july 2023, where they commented "it occasionally looses inflation" when asked about the harvesting tool hemopro 2 (vh-4000) the btt access port, scope seal, and main seal accommodate all necessary instrumentation.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned.